Manufacturer narrative:
.

Event description:
The customer reported hydrogen peroxide contact. She reported tingling and burning sensations on the palm of her hand near the thumb. She did not seek medical attention and did not require treatment. She stated, that she ran her hand under cool water for fifteen minutes. The area healed without issue.